Event description:
The patient reported they had experienced weakness in their legs and indicated it may have been due to having the "dbs up too high." The service representative redirected the patient to report symptoms to the physician. The patient indicated the device had been reprogrammed (turned down) to a lower setting and they had been taken care of by the hcp. Additional information has been requested from the physician.

Manufacturer narrative:
.